Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock lead impedance measurements while connected to a device from another manufacturer. The patient was referred to the clinic for troubleshooting. No adverse patient effects were reported. This lead remains in service.